Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for treatment of a lesion located in a chronic total occlusion of the superficial femoral artery. Access was obtained contralaterally, the vessel was wired, and the guide wire appeared to be in the true lumen. During the first treatment pass the oad became stuck in the vessel, and it was confirmed that the oad had been subintimal. Troubleshooting attempts were made, which included advancing a guide catheter over the device, administering nitroglycerin and additional viperslide, and manually pulling on the device but they were all unsuccessful. However, the oad was able to be maneuvered into a better position to facilitate removal during surgery. The patient was transferred to another facility to undergo surgery and a small incision was made to remove the device. The patient condition was good following the surgery.